Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the battery was replaced 8 days prior to report due to premature failure. Impedance measurements were taken the case values were: 0 - 451 ohms, 1-449 ohms, 2-456 ohms, 3-781 ohms. The longevity estimated calculation showed the longevity should have been 3-3.5 years. X-rays were performed on the ins connection and they looked good with no issue detected. Further follow-up was being conducted to determine what the cause of the premature depletion was.